Event description:
It was reported via phone call that the customer passed away on the spot of accident. The customer was hospitalized on (B)(6) 2022 due to car accident. The cause of death was car accident. The caller stated that the customer had no medical condition that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors and transmitter. The insulin pump was on auto mode during the time pf incident. It is unknown if the caller will return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.